Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a blank display after changing their battery. Customer stated they had dropped their insulin pump prior to the blank display occurring. Troubleshooting was able to recover the customer's display by inserting a new battery. Customer's blood glucose was 69 mg/dl. The customer also reported receiving a battery out limit alarm. Customer was advised this was normal insulin pump behavior. No additional information provided.